Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed a "battery low" alarm, a "battery depleted" alarm, and a "power down" alarm several times. During self-check the pump displayed error code 1310, and the manufacturer representative left the device with the dry cell batteries in it for a prolonged period of time. The error was reset, and the programming was re-installed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the alternating current (ac) adapter was broken. The pump had stopped without the site's knowledge. The event occurred during patient use at the facility, and there was no patient harm reported.